Event description:
Medwatch with (B)(4) was received from FDA on 19apr2017 with the following: ventriculostomy came disconnected at transducer. Wire was taped and not putting stress on the transducer. It was not bumped or jostled, and patient was not in the midst of any activity. Linked to mfg report numbers: 2648988-2016-00049, 2648988-2016-00051, 2648988-2016-00052, 2648988-2016-00055, 2648988-2016-00053, and 2648988-2016-00054.

Manufacturer narrative:
Investigation completed 5/10/2017. One monitorr unit was received with a transducer of an unknown manufacturer. The unit was visually inspected and was found to be in good condition. The manifold stopcock was verified and photographed: it was found in good condition. No defects were detected during the product inspection. The stopcock¿s luer threads were verified and no defect was detected. The transducer was also verified. No cracks were noticed on the luer nut and threads seemed in good condition. The transducer is attached to the monitorr¿s female luer part of the stopcock and is held in place by means of the transducer¿ luer nut. For each returned unit, the transducer was attached to the stopcock. A good hold was obtained between the two (2) components. The components were pulled outward, up and down, and sideways. The connection was tight and did not break apart; nonetheless, it was evidenced that eventually with movement the transducer¿s luer nut would loosen-up. Also, if the transducer is rotated, the luer nut turns with it and loses its hold/grip. An additional test was performed leaving the transducer connected over the weekend ((B)(6) 2017) to integra¿s monitorr device. No changes were observed: the device did not come loose. No defect was noticed on the stopcock of the monitorr device and initially a strong hold was obtained between the two components (monitorr/transducer) when assembled together. Device history record (DHR) of lot number 1162632 was reviewed. Lot number: 1162632, catalog number: sp0090, (B)(4), manufacturing date: july 08, 2016, expiration date: june 30, 2018. The manufacturing and final pack processes ran normally; no anomalies were found during manufacturing process of the product. After verifying that the lot met all established requirements, this lot was released on july 21, 2016. The stopcock to which the transducer is connected was part number 2058-001 / lot 3160481. Release records were evaluated and no deviations were noted. The lot is released based on manufacturer certification of compliance. Stopcocks are what is known as an off the shelf component (not specially designed for integra). This stopcock lot number (already depleted) was used in 137 different finished good lots. No other customer has reported any problems regarding transducer disconnection thus far. Nothing unusual was noticed in the DHR review that could have caused the reported event. Review of product's ncr, CAPA, and scar history from april 2015 - april 2017: no related ncr, CAPA, or scar was found to have been opened during the period of april 2015 to april 2017. Three (3) complaints (including this one) have been opened to lot 1162632 regarding product transducer disconnection. All complaints are from the same client. A total of three (3) units were reported from these three (3) complaints combined. The percentage of defective units reported for fg lot# 1162632 was calculated to be 3.7%. Upon review of integra's complaint system from april 2015 to april 2017, there are nine (9) complaints (including this one) related to ¿transducer disconnection¿ for the for external drainage (monitorr) product family. All the complaints are from the same facility (university of michigan hospital). A device and a transducer was returned but the complaint could not be duplicated, thus it was not confirmed. Monitorr¿s connecting stopcock was in good state, no defect was detected. So far no defects have been detected on the monitorr evd device that could cause the disconnection events. The situation may be related to the transducer used or user related (handling). (B)(4). Conclusion: all complaints reported regarding this condition in the past two (2) years are from (B)(6) hospital. There is no indication from the market that there is a monitorr/transducer disconnection situation. Monitorr stopcocks are standard off the shelf products. The stopcock has no interacting moving parts to attach itself to the transducer. Also, if the transducer is attached to the manifold stopcock, then a rigid mounting is obtained and thus the stopcock itself does not move. Therefore, since no defects were noticed on the threads of the stopcock received from the customer and the fact that it does not move nor it has moving parts connecting to the other device, it is very unlikely that the monitorr¿s stopcock could be the cause of the reported disconnection. On the other hand, the transducer has the only moving part (the luer nut) which is used to connect the transducer to the female luer of the stopcock; also, it is not fixed to any surface (only held by the connection with the stopcock). Therefore, the part that is loosening-up is the transducer (not stopcock related). The IFU makes the following statements: ¿preparation the system should be prepared under sterile conditions prior to the placement of the ventricular or lumbar catheter. Ensure that all components are securely attached as illustrated in figure 2 (of IFU). The system should be filled with sterile normal saline prior to connecting to the patient. Injection sites and end caps may be temporarily loosened to allow air to escape. Check to ensure that all connections are secure and leak-free.¿ ¿system calibration initial system calibration should be completed prior to connecting to the patient. Instructions from the transducer manufacturer should be followed for transducer calibration.¿ ¿precautions all luer connections must be checked during the preparation of the system and prior to connecting to the patient. Ensure that all connections are secure and leak-free.¿ the root cause for the disconnection cannot be determined at this moment, it could be related to the transducer used or user related (handling). As explained in the investigation, the evd¿s stopcock seems the least likely cause of the disconnection since no defects were found on the stopcock and it has no moving parts to loosen-up. As per IFU all connections must be verified prior to connecting to the patient. Since disconnection did not occur during transducer calibration process, it is most probable that the transducer¿s luer lock nut was loosen due to handling (probably repetitive handling/occasions). Even though there is an explanation that at the time of disconnection there was no activity that may have loosen the transducer¿s luer nut, it could be a gradual condition that may have happened due to previous interventions.